Event description:
It was reported that during the implant attempt, the helix would not extend. The lead was removed and helix deployment was attempted on the table and it still would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix mechanism. There was also tissue on the helix. The analyst also noted that the lead is within specifications and operates normally.